Event description:
It was reported that while the ventilator was connected to a pt, abnormal ventilation occurred and the ventilator was taken out of svc. A pre-use check performed after the event failed the internal leakage test.